Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The product information was not provided. The manufacture date could not be determined, and lancets are not 510(k) cleared.

Event description:
A (B)(6) customer punctured his finger with the microlet 2. When he pressed the ejection button on the device he felt the puncture but no blood was coming out. When he looked at his finger, he saw a "shiny thing inside". At this moment he realized that the top end of the lancet had been stuck in his finger. Upon looking at this, customer took the needle piece out with tweezers and applied alcohol on his finger. He did not use any band aids, and he did not seek any medical attention. Customer stated that he did not seek any medical attention because this was a normal hole on his finger, no different than when the puncture goes alright. The customer was advised to return the lancets for evaluation. The lot# of the lancets was not provided. New microlet next and lancets were sent to him.

Manufacturer narrative:
The microlet lancets returned by the customer had lot # t09a9s. Sections have been updated with the lot #, expiration date and device manufacture date respectively.